Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Initial reporter state: (B)(6). (B)(4). The returned tria ureteral stent was analyzed, and a visual evaluation noted that calcification residues were found along of the proximal and distal section, bladder and renal pigtail, additionally, the device is occluded due the calcification presence in the device in the tip. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the device was calcified at distal and proximal sections, the device was occluded due to the calcification present in the stent. Based on the information available, this condition will affect the device performance. Therefore, known inherent risk of device is selected as the most probable root cause for the complaint. A complaint with a cause of known inherent risk of device indicates that the adverse event is known and documented in the labeling, including both short term or long term known complications or adverse reactions. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report is second of two tria ureteral stent complaints that pertain to the same event (MFR report #: 3005099803-2020-04700). It was reported that two tria ureteral stent were used during a stent placement procedure in the ureter performed on (B)(6) 2020. According to the complainant, a planned stent removal was performed on (B)(6) 2020. When the physician attempted to explant the stents, it was noticed that the stents had stones/calculus adhering to the lumen and were clogged in the lumen. The stents were still able to drain. Both stents were removed entirely with a pair of forceps and an endoscope. Another tria ureteral stent was implanted and successfully completed the procedure. The patient was noted to have low activities of daily living (adl) and urinary infection. There was no treatment reported for the urinary infection. There were no additional patient complications reported as a result of this event.